Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during the procedure, the guide broke when hand tightening a screw. An extra primary guide was available and was used to complete the procedure. This issue prolonged the procedure by five (5) minutes as the broken portion of the guide was retrieved. There was no adverse patient consequences.